Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. The capsule appeared intact with no evidence of damage. There was a bend to the stability shaft. The handle appeared intact. A 0.035-inch guidewire was unable to be backloaded through the dcs, with severe resistance met at the distal end of the inner member shaft. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage visible along the inner member shaft. Torsional damage was visible to the distal end of the capsule where the guidewire could not be inserted past. The spindle hub appeared intact with no evidence of damage. The reported event for interaction issues with guidewire could be confirmed in the analysis. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the same guidewire was used to complete the procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {evolutfx}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {(B)(6) 2025 }; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon inserting the delivery catheter system (dcs) into the patient, a 3.5 centimeter (cm) non-medtronic guidewire would not pass through the dcs as there was resistance within the capsule of the dcs. Therefore, water was flushed using the flush port of the dcs and the stylet was reinserted into the nose cone tip. The guidewire was attempted to be inserted again; however, the guidewire would still not pass through the dcs. Subsequently, the transcatheter valve was loaded into a new dcs and used to complete the procedure. No patient complications were reported as a result of this event.